Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained results of 186mg/dl. The expected fasting blood glucose test result range is 100-114 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 158 and 186mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1: 130mg/dl date: (B)(6) 2017time: 03:55fasting, result 2: 134mg/dl date: (B)(6) 2017time: 03:50fasting, result 3: 149 mg/dl date: (B)(6) 2017time 03:36 fasting, result 4: 116 mg/dl date: (B)(6) 2017time: 07:41 fasting, result 5: 115mg/dl date: (B)(6) 2017 time: 17:40 fasting.